Event description:
Reporter stated that caller from facility reported that solution flowed from a source container into the final container just after installation of a new transfer set and source solutions. The unit had not been programmed to pump. The caller told the reporter that they do prestretch the transfer set tubing prior to set installation and that they do turn rotors. The reporter had the caller install a new transfer set according to the directions in the operator's manual. This resolved the issue, so the unit was not sent to product services for evaluation. No pt involvement.